Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. The system was in use for more than 18 months when the patient reported in (B)(6) 2025 that they were experiencing issues with connectivity between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting and investigation in the field determined that the ipg was migrating within the pocket as well as the patient's loose skin allowing the external components to shift. On (B)(6) 2025 a surgical procedure was performed to move the existing ipg to a more stable location approximately 1 inch above the original location.

Manufacturer narrative:
There are no reports of any specific events leading up to the change in connectivity and no reports of any significant changes to the patient's physical condition. The nalu representative present for the revision noted that the ipg had not been anchored in place initially, but was anchored into the new pocket location to assure stability. All original components remain implanted and in use after being repositioned, indicating no failure or malfunction of the components themselves.